Event description:
During a robotic partial nephrectomy, doctor was using an endopath ets-flex45 articulating endoscopic linear cutter to staple the artery. However the endopath ets-flex45 would not staple the tissue. Once the artery was clamped, the endopath ets-flex45 stapler would not release. Company representative helped staff to unclamp the endopath ets-flex45 stapler, but it was found that the stapler had not stapled the artery at all on the first place. Another brand of endoscopic manual linear cutting stapler was used to complete the original intended procedure.